Event description:
The lay user/patient contacted lifescan (lfs) in 2005 and alleged that her meter powers off during use. The medical affairs specialist spoke to the patient one day later and obtained/verified the following info. The patient attempted to test several times on her meter and was only able to perform approximately 10 successful tests. The patient stated that she stopped testing on her meter for approximately one week due to the meter issue. One day she reported having dry mouth and being very thirsty so she visited her physician. The patient went to the physician's to have her blood glucose tested, however, the nurse told her that the office meter was locked and she did not have a key. The patient had taken her oral medication before going to the doctor's office. No other treatment was reported. The patient normally takes metformin twice daily. The meter issue was not resolved; therefore a replacement meter has been sent.